Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device communicated appropriately with the programmer and paced and sensed normally. The battery status was elective replacement near (ern). To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.

Event description:
Boston scientific crm received information that this device had reached elective replacement indicator (eri). The device output settings were normal, and it was alleged the device had depleted prematurely. The device was later explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.